Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Lot codes of other devices listed in this report: lot # 28917106, description: 6.5 cancellous bone screw 20mm, MFR date: 05/02/2005, exp date 05/11/2010, ste lot # 0505g. This is the same pt/event as MFR # 9616680-2011-00263.

Event description:
It was reported that, "pt fell multiple times, felt no pain either time. Bone screws broke and cup dislodged. The pt still does not feel any pain."